Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet that was returned with the lead was noted to be kinked. A new stylet was used for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the stylet wouldn't advance the post proximal end of the lead because it was too tight. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.